Manufacturer narrative:
Three (3) attempts have been made to the reporter to acquire additional information and no additional information has been made available. The device was returned to olympus for evaluation and the reported issue was confirmed. The probe unit tip had a big cut, and the pink coating was floating in which the core could be touched. The bending section cover glue was cracked. The control body had scratches. The cement on the light guide lens was peeling. The ultrasound image had a shadow in the echo signal and excessive echo signal was missing. The insertion tube was blistered/bubble and buckled. The label was peeling on the scope connector. The cord had a buckle and chemical damage. The angulation was low, and the control knob movement had play. The right/left/up/down knobs were loose. Labels were peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the ultrasound probe tip on the ultrasonic gastrovideoscope was missing a piece. The issue was detected during reprocessing. It was unknown if the issue was found at reprocessing before or after a diagnostic procedure. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress, external factors, or handling. The event can be prevented by following the instructions for use which state: "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images." Olympus will continue to monitor field performance for this device.